Manufacturer narrative:
(B)(4). Device analysis conclusion: the oad was returned to csi for analysis with the engaged guide. Visual examination revealed suspected shipping damage. The wire was removed distally from the driveshaft and handle assembly without resistance except at the shipping damage. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material is unknown. Additional analysis revealed embedded, dried, biological material within the driveshaft distal to the crown. The material did not cause resistance during movement of the guide wire. The accumulated material may have contributed to the reported oad entrapment. However, this could not be conclusively confirmed. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary gen 2 orbital atherectomy device became stuck on the viperwire guide wire during attempted treatment via radial access of a narrow lesion in the mid-left anterior descending artery. The vessel was 95% stenotic with heavy calcium. Glideassist did not resolve the issue. One of the non-csi primary wires used prior to attempted atherectomy could not be advanced to the area of interest. The intervention was stopped after the oad became stuck on the guide wire, and the patient was scheduled for CABG at a later date.

Manufacturer narrative:
Corrected data: h10 - it was determined on 9/15/2021 that the original h10 analysis conclusion text was difficult to understand. Therefore, the conclusion has been updated as shown below. Corrected device analysis conclusion: the oad was returned to csi for analysis with the engaged guidewire. Visual examination revealed suspected shipping damage. The wire was removed distally from the driveshaft and handle assembly without resistance except at the location of the shipping damage. Additional analysis revealed embedded, dried, biological material within the driveshaft distal to the crown. The material did not cause resistance during movement of the guide wire. The accumulated material may have contributed to the reported oad entrapment. However, this could not be conclusively confirmed. The oad functioned as intended during testing. Analysis did not identify any damage that may have contributed to the accumulating material. The morphology and exact root cause of the accumulated biological material is unknown. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).